Event description:
Customer reported being hospitalized for low blood glucose. Originally customer called in 5/05 to report that pump was losing settings after battery changes and suspected that it may be losing settings at other times too.